Event description:
It was reported that during a recanalization procedure, upon the start of operation in the body the catheter allegedly would not move back on the wire. It was further reported that upon fluoroscopic examination it was observed that there was a well over ten centimeters of wire protruded out of the tip of the catheter. Furthermore, the physician attempted to remove the catheter over the wire and out the sheath, and it did not move. Reportedly after multiple attempts to remove the catheter over the wire failed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was returned for evaluation. A catheter and the guidewire were physically investigated. During physical investigation it was noted a lot of coagulated material inside of the catheter and test guidewire was not passing. The coiled tip of the guidewire was missing and blocking the helix right at the handle of the catheter. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, upon the start of operation in the body the catheter allegedly would not move back on the wire. It was further reported that upon fluoroscopic examination it was observed that there was a well over ten centimeters of wire protruded out of the tip of the catheter. Furthermore, the physician attempted to remove the catheter over the wire and out the sheath and it did not move. Reportedly, after multiple attempts to remove the catheter over the wire failed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. Device identification (expiry date: 08/2024).